Event description:
Customer reported that a pyxis medstation es system unexpectedly shut down during a procedure. Customer stated that they were able to recover the device by turning the power switch off then back on. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis medstation es system unexpectedly shut down during a procedure. Customer stated that they were able to recover the device by turning the power switch off then back on. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A field service technician evaluated the device and could not replicate the reported malfunction. The field service technician verified the power connections for the communication sled and the device's power supply. Customer tested and confirmed device is operational.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 13-jul-2020 to 13- jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the faulty latch on door 2 caused the issue. The field service engineer replaced tower latch on door 2 and verified power connections on commutation sled and power supply to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
Customer reported that a bd pyxis medstation es system unexpectedly shut down during a procedure. Customer stated that they were able to recover the device by turning the power switch off then back on. Patient or user harm was not reported.